Event description:
It was reported that the infusion set was accidentally ripped out; after replacing the infusion set, the dinner bolus was re-entered, which later resulted in a severe hypoglycemic episode with a blood glucose level of 43 mg/dl. The patient experienced lightheadedness, tiredness, weakness, dizziness, and difficulty walking.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.